Manufacturer narrative:
This device has not been received by this MFR. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause of this event.

Event description:
On october 30, 2006, it was reported to bsc that during a therapeutic ercp (pt gender and age unk) the cutting wire broke, possibly due to manipulation of the wire during preparation. An initial hydratome was used with the same results (please note associated medwatch report #6000048-2006-00590). The customer reported the procedure was not completed, until the next day due to the lateness of the hour. The procedure was successfully completed with a bsc autotome rx. There was no reported complication or ill effect sustained by the pt.